Event description:
There was an external and internal dialyzer blood leak a few minutes after hemodialysis treatment was started. Blood on the floor and was estimated to be around 300 cc. Blood was also visible in the dialysate lines and there was no machine alarm. The extracorporeal circuit was discarded and treatment was resumed on another machine. There was no pt complication and no blood transfusion was necessary.